Event description:
It was reported that patient used 2 bivona products, both had cuff leaks and had to be replaced. 1 (one) was used for 16 days, 1 (one) was used for 2 days. Als (amyotrophic lateral sclerosis) patient, requires ventilator. Photos attached. No medical intervention was reported. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No lot or serial numbers were communicated; device expiration date and device manufacturing date not available.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. Two photos and two product samples were received for evaluation. Visual and functional testing was performed. Visual inspection found water drop was observed on cuff. Functional testing of the samples were filled with 5cc of air to see if there was any functional problem. Holes were detected in both samples; therefore, leaks were detected for two samples. An internal CAPA was opened on january 5th, 2022, to address root cause investigation for leakage (currently on investigation results phase). This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).